Event description:
It was reported that pt went into retention shortly following a sling procedure using a trans-vaginal approach performed in 2004. Pt had normal post void residuals upon leaving hospital. The doctor reportedly left the tissue loose during the initial procedure, it was not pulled tight. There was a lot of excess graft tissue and the dr had to cut the ends of tissue at both of the abdominal incisions. Pt began having retention problems two days post-op, which worsened. The dr went back into pt a month later and noted that tissue had tightened and was restricting the urethra. The dr cut halfway into the tissue at midline, left lateral and right lateral to loosen the graft. No further complications were reported.